Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call pump error. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found there was critical pump error image on the screen. The customer had gone in the swimming in the pool and after 10 minutes the displayed showed error. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.